Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the screen is distorted; this condition had the potential to interrupt delivery. This condition was found in the critical care unit upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "distorted display" was confirmed by service. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.